Event description:
There was no patient involved in this event. The device malfunctioned because the status indicator is not working and the customer cannot download the memory.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2009. On the (B)(6) 2010 a new pad-pak was inserted. After a successful self test this pad-pak was inserted. After a successful self test this pad-pak is removed and the original pad-pak was inserted. The device operated until (B)(6) 2010 and again a new pad-pak was inserted on (B)(6) 2010 and again a new pad-pad was inserted on (B)(6) 2010 and replaced with the original one. This was repeated 7 more times and the last being on (B)(6) 2010. This is not recommended practice. On inspection of the device it was revealed a pogo-pin was damaged in the device and there was a loose connection with the data cable. The cable was secured and the connection to saverevo was effected. The reason for the low battery warnings was because the pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are fore multi-use.